Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: the sub-optimal tissue processing reported by the complainant may have been derived from any of five (5) processing runs, which started on (B)(6) 2017 and completed on (B)(6) 2017. The instrument functioned as designed during execution of the five (5) processing runs which either started or completed between (B)(6) 2017. No use error(s) was identified in the interaction between the user and the instrument either prior to, or during execution of the five (5) processing runs which either started or completed between (B)(6) 2017. The root cause of the sub-optimal tissue processing reported could not be determined from the information available.

Event description:
On (B)(6) 2017, the leica biosystems histology technical specialist - pathology (fss) received a complaint that laboratory staff had noticed that biopsies processed over the preceding weekend appeared dry, and were found to be brittle when being sectioned; wax was separating from the tissue when sections were floated out on the water bath and both dark cytoplasmic staining; and pale nuclear staining had been noted when stained sections were examined microscopically. The specific details of the processing runs from which the affected tissue samples were derived were not provided. On 01 december 2017, leica biosystems was notified by the complainant that an excisional biopsy had been suggested by the pathologist for one (1) breast biopsy case for which the following information was reported: "due to fixation problem within the laboratory this biopsy is uninterpretable and no definite diagnosis can be given on this biopsy. Excisional biopsy is suggested. ****interpret with caution! Due to technical issues during processing the specimen is suboptimal for interpretation. Correlation with clinical findings and repeat sampling may be required*****" an identifier, age or date of birth and gender of the patient were requested for this case. As at 21 december 2017, neither confirmation as to whether re-biopsy of the patient has been performed nor the patient details requested have been received by leica biosystems (B)(4).

Manufacturer narrative:
On (B)(6) 2017, the manufacturer received information that a lumpectomy had been performed.